Event description:
It was reported the programmer displayed a message that it overheated. In addition, the font size increased. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, however the power supply and main process unit circuit board were replaced as a preventative. It was also noted that there were tabs broken off of the power cord door.